Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the down arrow stopped working. It was reported there is no tearing or peeling of keypad and there is no water exposure.